Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A distributor contacted zoll to report that a (B)(6) male patient had a skin irritation. The skin irritation was underneath the patient's chest strap and under his armpits. The patient's skin was red and itchy and not raw or open. The patient's doctor prescribed a medication for the irritation. Follow-up indicated that the patient's irritation was improving.